Manufacturer narrative:
The t:slim pump user guide states that you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ran out of insulin and did not remember to change cartridge with a new one due to alzheimer. It was also reported that the customer received an auto- off alarm. The customer's blood glucose was 580 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. The customer was treated with insulin intravenous (IV) drip. The customer was released on (B)(6) 2016. The certified diabetes specialist (cds) educated the customer and contact about the auto-off alarm feature.